Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 45 mg/dl at the time of the incident. It was unknown the symptoms related to low blood glucose such as nausea. It was unknown been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated they received critical pump error alarm on screen and battery compartment was cracked. The device will not be returned for analysis.

Manufacturer narrative:
Retainer = black customer returned device for an alleged critical pump error (open book image) alarm, cosmetic damage located a crack in the battery compartment and low blood glucose found on (B)(6) 2022. Device was received with a critical pump error (open book image) alarm and damaged retainer ring. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Device was cut open to perform visual inspection and found moisture damage on the electric boards and force sensor. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 35 fatal alarm confirmed in the history files on (B)(6) 2022 at 12:53:00.000 due to moisture damage on the force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), label damage, battery tube threads - cracked, partially broken retainer and corroded battery tube. Critical pump error (open book image) alarm confirmed due to pump error 35. Pump error 35 alarm confirmed due to moisture damage. Device exposed to moisture confirmed at electric boards and force sensor. Unable to confirm low blood glucose. Cosmetic damage was confirmed, cracked case (battery tube) was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.